Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head plastic lens where it connects to the scope was missing. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that the reported issue was confirmed as missing lens on the charge coupled device (ccd) was discovered. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed¿. Based on investigation, the reported issue was confirmed ,the failure found to be cause traced to component failure which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the autoclavable camera head plastic lens where it connects to the scope was missing. The issue was found during reprocessing. There were no reports of patient harm.